Event description:
Additional information: as of the date of this report, the patient¿s insurance had changed and he was looking for a new physician that could remove the pump as the pump ¿isn¿t doing its job anyway¿, so the patient wanted to have it removed.

Manufacturer narrative:
Concomitant products: catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
It was reported that patient was concerned whether the pump was working like it should. The patient experienced several falls; the falls were described as falling forward. The last fall the patient experienced occurred the week prior to the date of this report. The patient¿s pump dose has been increased and decreased. The pump dose was decreased in (B)(6) 2013. The patient visited the doctor the week prior to the date of this report. The patient was told the spasticity in his legs was not changing, and his pump medication was adjusted. Patient had mentioned the falls to the healthcare provider. As of the date of this report, no diagnostic testing/troubleshooting of the pump had been performed. It was stated that this has been going on since approximately 6 months. Drug delivered via the device was baclofen.